Event description:
It was reported that during a tmj procedure the surgeon found it extremely difficult to locate and temporarily fix the left fossa implant sample and left fossa burr guides for the custom implant. Surgeon found to have difficulties to screw in the screws provided and he could seat them completely down. A screw was left 3/4th tightened. A ninety minute delay was noted. Patient required dentures due to anatomy issue to allow the patient to have a bite that was planned for during the implant design. Attempts are being made and no additional information is available at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This report is being submitted to update additional information in section b4, b5, d4, g3, g6, h2, and h10.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to update additional information in section a1, a2, a3, b4, b5, d4, g3, g6, h2, h3, h4, h6, and h10.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a design issue. The designer of this device, 3d systems, was notified of the complaint and they conducted an investigation. The 3ds report stated that the plastic portion of the left 2-piece fossa design was designed out of spec. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, g3, g6, h2, h3, h6 and h10.

Event description:
No further event information is available at the time of this report.